Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
It was reported that cerebral vascular accident (cva) and thrombus occurred. A left atrial appendage (laa) closure procedure was previously performed on (B)(6) 2025, during which a 35mm watchman flx pro closure device was implanted. Transesophageal echocardiogram (tee) imaging confirmed adequate positioning with minimal shoulder, complete seal, and acceptable compression meeting release criteria. The patient was discharged on dual antiplatelet therapy consisting of clopidogrel and aspirin. Within one month of the implant, the patient developed neurological symptoms including weakness and confusion. Emergent computed tomography (CT) imaging confirmed an ischemic cva. Subsequent tee imaging demonstrated a device-related thrombus (drt) on the atrial-facing surface of the closure device. The cva was managed with tissue plasminogen activator (tpa) and angiography. He patient was transitioned to eliquis with plans to decrease to pradaxa due to medication cost considerations. The patient remains hospitalized and continues to recover.

Manufacturer narrative:
D1-d4: device information all updated b5: information added h6 patient codes added: chest pain, dysphagia/odynophagia, numbness h6 impact codes added: imaging required.

Event description:
It was reported that cerebral vascular accident (cva) and thrombosis occurred. A left atrial appendage (laa) closure procedure was previously performed on (B)(6) 2025, during which a 35mm watchman flx pro closure device was implanted. Transesophageal echocardiogram (tee) imaging confirmed adequate positioning with minimal shoulder, complete seal, and acceptable compression meeting release criteria. The patient was discharged on dual antiplatelet therapy consisting of clopidogrel and aspirin. Within one month of the implant, the patient developed neurological symptoms including weakness and confusion. Emergent computed tomography (CT) imaging confirmed an ischemic cva. Subsequent tee imaging demonstrated a device-related thrombus (drt) on the atrial-facing surface of the closure device. The cva was managed with tissue plasminogen activator (tpa) and angiography. The patient was transitioned to eliquis with plans to decrease to pradaxa due to medication cost considerations. The patient remains hospitalized and continues to recover. It was further reported by the patient that their post procedure medication was plavix only. On (B)(6) 2025, patient stated he was taken by ambulance to the emergency room with concern for possible stroke. Patient stated he returned to the ER either (B)(6) 2025 for suspected heart attack (chest pain and tightening) and stroke symptoms (inability to speak, hand tremor with inability to control hand, and reduced function and strength in both legs. Brain imaging reportedly demonstrated multiple areas consistent with recent ischemic injury. Cardiac enzyme testing was markedly elevated, and coronary angiography did not demonstrate obstructive disease. A tee performed on (B)(6) 2025 identified a device-related thrombus associated with the watchman closure device. The patient was treated with intravenous heparin and clopidogrel, followed by initiation of apixaban (eliquis) 10 mg twice daily, later reduced to 5 mg twice daily, with continuation of clopidogrel. The patient reports persistent residual neurological symptoms, including left leg numbness and reduced hand dexterity. Follow-up cardiac CT imaging is planned to reassess the thrombus. The patient has been discharged. It was noted the device-related thrombus on the closure device is large (greater than 2cm), was pedunculated, mobile, and originated from the junction of the base of the closure device and the laa towards the mitral side.

Manufacturer narrative:
Medical media was received, and upon initial review, it is related to thrombosis and stroke and does not appear to depict any unrelated device or user related allegations. No further review is required by either boston scientific medical safety or watchman medical media subject matter experts.

Event description:
It was reported that cerebral vascular accident (cva) and thrombosis occurred. A left atrial appendage (laa) closure procedure was previously performed on (B)(6) 2025, during which a 35mm watchman flx pro closure device was implanted. Transesophageal echocardiogram (tee) imaging confirmed adequate positioning with minimal shoulder, complete seal, and acceptable compression meeting release criteria. The patient was discharged on dual antiplatelet therapy consisting of clopidogrel and aspirin. Within one month of the implant, the patient developed neurological symptoms including weakness and confusion. Emergent computed tomography (CT) imaging confirmed an ischemic cva. Subsequent tee imaging demonstrated a device-related thrombus (drt) on the atrial-facing surface of the closure device. The cva was managed with tissue plasminogen activator (tpa) and angiography. The patient was transitioned to eliquis with plans to decrease to pradaxa due to medication cost considerations. The patient remains hospitalized and continues to recover. It was further reported by the patient that their post procedure medication was plavix only. On 12/1/2025, patient stated he was taken by ambulance to the emergency room with concern for possible stroke. Patient stated he returned to the ER either 12/4/25 or 12/5/25 for suspected heart attack (chest pain and tightening) and stroke symptoms (inability to speak, hand tremor with inability to control hand, and reduced function and strength in both legs. Brain imaging reportedly demonstrated multiple areas consistent with recent ischemic injury. Cardiac enzyme testing was markedly elevated, and coronary angiography did not demonstrate obstructive disease. A tee performed on (B)(6) 2025 identified a device-related thrombus associated with the watchman closure device. The patient was treated with intravenous heparin and clopidogrel, followed by initiation of apixaban (eliquis) 10 mg twice daily, later reduced to 5 mg twice daily, with continuation of clopidogrel. The patient reports persistent residual neurological symptoms, including left leg numbness and reduced hand dexterity. Follow-up cardiac CT imaging is planned to reassess the thrombus. The patient has been discharged. It was noted the device-related thrombus on the closure device is large (greater than 2cm), was pedunculated, mobile, and originated from the junction of the base of the closure device and the laa towards the mitral side.

Event description:
It was reported that cerebral vascular accident (cva) and thrombosis occurred. A left atrial appendage (laa) closure procedure was previously performed on (B)(6) 2025, during which a 35mm watchman flx pro closure device was implanted. Transesophageal echocardiogram (tee) imaging confirmed adequate positioning with minimal shoulder, complete seal, and acceptable compression meeting release criteria. The patient was discharged on dual antiplatelet therapy consisting of clopidogrel and aspirin. Within one month of the implant, the patient developed neurological symptoms including weakness and confusion. Emergent computed tomography (CT) imaging confirmed an ischemic cva. Subsequent tee imaging demonstrated a device-related thrombus (drt) on the atrial-facing surface of the closure device. The cva was managed with tissue plasminogen activator (tpa) and angiography. The patient was transitioned to eliquis with plans to decrease to pradaxa due to medication cost considerations. The patient remains hospitalized and continues to recover. It was further reported by the patient that their post procedure medication was plavix only. On (B)(6) 2025, patient stated he was taken by ambulance to the emergency room with concern for possible stroke. Patient stated he returned to the ER either (B)(6) 2025 for suspected heart attack (chest pain and tightening) and stroke symptoms (inability to speak, hand tremor with inability to control hand, and reduced function and strength in both legs. Brain imaging reportedly demonstrated multiple areas consistent with recent ischemic injury. Cardiac enzyme testing was markedly elevated, and coronary angiography did not demonstrate obstructive disease. A tee performed on (B)(6) 2025 identified a device-related thrombus associated with the watchman closure device. The patient was treated with intravenous heparin and clopidogrel, followed by initiation of apixaban (eliquis) 10 mg twice daily, later reduced to 5 mg twice daily, with continuation of clopidogrel. The patient reports persistent residual neurological symptoms, including left leg numbness and reduced hand dexterity. Follow-up cardiac CT imaging is planned to reassess the thrombus. The patient has been discharged. It was noted the device-related thrombus on the closure device is large (greater than 2cm), was pedunculated, mobile, and originated from the junction of the base of the closure device and the laa towards the mitral side. It was further clarified that the patient was diagnosed with transient ischemic attack (tia) on (B)(6) 2025, and then diagnosed with the ischemic cva on (B)(6) 2025.

Manufacturer narrative:
B5: information added. H6 patient code added: transient ischemic attack.